Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up, down, okay, and contrast buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump found some cosmetic damages. The keypad cover was undamaged. The pump powered up to the verify screen with the audible but no vibratory functions. The ¿ok¿ button responded intermittently while the remaining buttons responded properly. Removal of keypad cover did not find any anomalies with the button contacts. Unrelated to the button issue, moisture was observed behind the display screen and additional evidence of moisture ingress was found inside the pump when it was opened to investigate.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.